Event description:
It was reported that this pacemaker device was found in safety mode. Recommendations for a device replacement in the near future. The device remains implanted. Several attempts to obtain the physician's name, and serial number of the device have been unsuccessful. The patient advised they will be going to a different physician going forward. The device remains implanted. No adverse patient effects were reported. New information was provided indicating that this pacemaker device was explanted at a different facility. The boston scientific representative is unable to provide model/serial of device, or explanting physician name or current location of device. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.